Event description:
Reported pump had over infused during home pt therapy. Total bag volume was 248 ml - not including 21 ml prime volume. Infusion time was 24 hours. Therapy was 4 one-hour doses over 24 hours. After 9 hours pump alarmed and was found to be in keep vein open flow rate with bag empty. There was no report of pt injury or medical intervention. Facility reported a new pump was used to continue next therapy. Pump will be returned for evaluation.